Manufacturer narrative:
Voluntary medwatch report received: mw5159853.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low defibrillation impedance and a charging problem with an alert of short circuiting and high voltage. The lead was explanted and successfully replaced. There were no patient consequences.